Manufacturer narrative:
(B)(4). Additional information: pan, cartridge. The analysis results showed that one ecr60g reload was received fully fired, with the pan detached from the cartridge. Additionally the cartridge body was noted to be damaged. One possible cause for the damage to the cartridge and pan may be improper loading of the cartridge reload onto the device. While no conclusion could be reached on what caused the pan to dislodge, it is possible that the package was not opened using the sterile technique resulting in the pan dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric sleeve procedure, the reload fell into pieces (metal and plastic). No further information is available. Another like product was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did any pieces fall into the patient? If yes, how were the pieces retrieved? This occurred after firing of the device and during removing the empty cartridge out of the instrument. The staple line was ok.